Event description:
It was reported that during a cryoablation procedure, the account noticed air bubbles upon aspiration of the sheath. The issue was reproduced three more times. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the reported event and sheath, 4fc12 with lot 29808, were returned and analyzed. The data files showed flow spikes with the balloon catheter, unrelated to the reported issue of air ingress with the sheath. Visual inspection of the sheath showed the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; the valve was torn. In conclusion, the reported issue of air ingress was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.